Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the distal tip measuring 49.5cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 10.6-14.3cm from the distal tip. Internal insulation abrasion was noted at 13.8-14.9cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasions under the svc shock coil were noted at 25.6-25.7cm, 26.1-26.2cm, 26.6-26.7cm, 26.8-26.9cm, and 27.3-27.5cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 21.0-21.2cm from the distal tip. The rv conductor etfe coating was abraded at this location. This is consistent with the observation from the field of low hv lead impedance.

Event description:
It was reported that the device did not terminate the ventricular tachycardia episode. The vt terminated spontaneously. The shock impedance was found to be low and out of range and the device displayed an alert about a possible lead issue and possible output circuit damage. Externalized conductors were observed via x-ray. Both device and lead were explanted and replaced. The patient was in stable condition after the event.